Event description:
Allegedly revised due pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 099888802. Package insert reviewed. Product not returned. Evidence that product in specification when used, undetermined.